Manufacturer narrative:
(B)(4). The customer reported unable to acquire v4 on a 12 lead ECG. There was no reported adverse pt impact. The customer ordered a replacement to resolve the issue. The mrx cable was not available for eval. We will consider this a malfunction of the mrx cable which caused the v4 failure on a 12 lead ECG.

Event description:
The customer reported unable to acquire v4 on a 12 lead ECG. There was no reported adverse pt impact.